Event description:
It was reported that a small volume folfusor leaked from an unspecified location. This issue was discovered prior to patient use. The device was filled with cytotoxic drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured may 3, 2021 to may 4,2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.